Event description:
It was reported that a closure top fractured during insertion and a non-emergency blood infusion was performed due to surgical extension. Length of surgical delay was 16-30 minutes.

Manufacturer narrative:
.